Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
The patient was feeling bad a couple of days before the event and the date of the event was the worst. She was just lying around, experienced no energy and she had severe pain on her back. The husband called 911 because the patient was very lethargic, barely coherent, and she could not communicate very well. When the ambulance came over to the house, the they took a bg reading which was 610 mg/dl and there was no cgm reading reported at that time. The paramedics took the patient to the emergency room. There a nurse took a bg reading which was 574 mg/dl and the cgm was reading 339 mg/dl. The patient was treated with IV fluids and IV insulin. At the time of the report the patient was in the ICU with diabetic ketoacidosis. The patient was conscious but still very lethargic and she was not completely responsive but she was slightly improving.